Manufacturer narrative:
(B) (4).

Manufacturer narrative:
The device is not available for analysis, it was lost in shipping/receiving.(B)(4). Device not available for analysis.

Event description:
Per the clinic, the patient was explanted due to facial nerve stimulation. The results of an integrity test on (B) (6) 2009 indicate multiple electrode anomalies. Mapping around the faulty electrodes did not alleviate the issues. The patient was explanted on (B) (6) 2009 and the patient was reimplanted with a new device during the same surgery.

Event description:
It was reported that the patient underwent a 360 anterior lumbar interbody fusion at l4-s1. After successfully breaking off the set screws at l4 and s1, shavings from the set screw at l5 were coming off while trying to insert the bone screw. Three more setscrews were tried before it was decided to remove the bone screw. The set screws at l4 and s1 were removed so, the rod could be removed. The bone screw at l4 was removed and replaced and the rod was returned to its position. The set screws were broken off with no problems at s1 and l5 but metal shavings were coming off of the set screw at l4. After another setscrew was attempted with the same failure, it was decided to remove the bone screw at l4. The set screws at l5 and s1 were removed along with the rod. The bone screw at l4 was removed and replaced and the rod was placed back in position. The setscrews were broken off with success at all three levels. No other complications were reported.

Manufacturer narrative:
(B)(4).